Manufacturer narrative:
Investigation: investigator reviewed the complaint database, searching for any other incidents/reports similar to this customer's. Since january 2016, no other complaints have been recorded regarding stenotrophomonas maltophilia and sphingomonas paucimobilis stained as gram positive instead of gram negative with previ color v1. Also, no capas nor non-conformities against previ color could be linked with customer 's complaint. The customer provided the following information to the investigator: - the system was well maintained except for the weekly maintenance. - the nozzles maintenance appears to be well done; however, the safranin had been emptying faster than usual. - investigator could not confirm that the customer used the recommended staining settings (i.e. Setting medium for crystal violet & iodine levels and the level 3 decolorizer setting). - it appears the customer smears at least two (2) isolates on the same slide. This could have an impact on the previ color performance because nozzles spray is focused in the center of slides and if specimen are outside this area, the staining could be impacted. - customer uses alcohol that does not match our specifications. The current recommendation for previ color gram alcohol reagent is ethanol or methanol at 99.8%, or reagent grade alcohol. The customer is using ethanol 96%. Reagent grade alcohol should meet the following specifications: 1. = 90% ethanol, 2. Approximately 10% of isopropyl alcohol and/or methanol, 3. = 0.5% water, 4. No ketones. 70% ethanol or methanol can be used to wipe down the carousels or instrument during routine maintenance. - several complaints have been recorded against reagents batches numbers used by the customer, but it was not related to performance issue. It was related to bottle leakage and labelling issue. - customer fixes samples by heating with a burner flame. Drying samples too quickly or at too high of a temperature could alter some of the organism constituents, in particular the bacterial wall. Consequently, too abrupt drying could have a negative impact in the staining performances. During the investigation the customer informed local customer service that the instrument is now working fine and they did not want to pursue further investigation; no longer having issues with the instrument. Root cause: unknown - customer declined to provide further information for additional investigation. Corrective and preventative actions: no CAPA number is needed. There are no capas nor non-conformities on previ color linked with customer 's complaint. Local service recommended the customer do the following: 1- monitor the issue and contact us if it recurs, 2- follow our current recommendations for previ color gram alcohol reagent and smearing, 3- if there are empty slots in the carousel, use blocking slides to prevent overspray. Refer to the using blocking slides section of the user manual (put ¿blocking¿ at the beginning and at the end). Always begin loading the slides in position 1, then in position 2, position 3, position 4, and so on. All the slide positions of the carousel are numbered; 4- reiterated to the customer the instructions for performing the cleaning dip tubes sequence.

Event description:
A customer from (B)(6) reported the occurrence of unacceptable results when using the previ® color gram v1 (ref. 29551) ¿ serial number (B)(4). The customer did not explain the meaning of ¿unacceptable results¿; however, incorrect results are implied (i.e. Gram positive instead gram negative, or vice-versa). The customer did not communicate how many isolates were impacted by this issue. However, when the device failed, there was no production at the site due to an annual shutdown, so only microbiological samples of the supply systems and environmental monitoring samples were affected during gram staining. There is no indication from the customer that this event led to a delay of results or impacted any patient state of health.